Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported failure could not be identified. Therefore, the root cause could not be determined. This supplemental report includes a correction to d9, h3, and h6 from the initial medwatch. The device was not returned. Therefore, a physical evaluation of the subject device could not be performed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii video system center lights began flashing. The device was inspected prior to use. The issue was found during the diagnostic cysto procedure. The procedure was not completed until the loaner device was received. There was no medical intervention. There were no reports of patient harm.